Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter aortic valve replacement (tavr) procedure, using portico were reported in a research article in a subject population with multiple co-morbidities including anemia, hypertension, dyslipidemia, diabetes, atrial fibrillation, prior hospitalization for heart failure, chronic obstructive pulmonary disease, asthma, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, lower limb atherosclerosis, prior stoke, prior permanent pacemaker, and alzheimer's disease. Some of the complications reported were perivalvular leak, hemorrhage, blood transfusion, permanent pacemaker implantation, cardiac tamponade, and stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "transcatheter aortic valve replacement in nonagenarians - a finnish multicentre study".

Event description:
The article, "transcatheter aortic valve replacement in nonagenarians - a finnish multicentre study", was reviewed. The article presented a retrospective, multicenter study to assess the characteristics and outcomes of nonagenarians undergoing transcatheter aortic valve replacement (tavr). Devices included in the study were sapien, acurate, evolut, lotus, allegra, and portico. The article concluded that mortality increased significantly according to the euroscore ii quartiles. This relationship was seemingly non-linear, highlighting the safety of tavr in low-risk nonagenarians. Overall, the euroscore ii demonstrated rather good predictive ability, suggesting that estimation of operative risk with the euroscore ii may be useful in the preoperative decision-making process of very elderly patients. [The primary and corresponding author was matti riihiniemi, research unit of biomedicine and internal medicine, medical research center oulu, university of oulu, oulu, finland, with corresponding email: matti.riihiniemi(at)student.oulu.fi] the time frame of the study was from august 2009 and september 2021. A total of 183 patients were included in the study, of which 1 (0.6%) received an abbott portico device. The average age was 91.3 years and the majority gender was female. Comorbidities included anemia, hypertension, dyslipidemia, diabetes, atrial fibrillation, prior hospitalization for heart failure, chronic obstructive pulmonary disease, asthma, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, lower limb atherosclerosis, prior stoke, prior permanent pacemaker, and alzheimer's disease.